Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using retention meter and controls. Testing results (qc range = 2.4 ¿ 3.6 inr): qc 1: 2.9 inr. Qc 2: 2.8 inr. Qc 3: 2.8 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: anti-phospholipid antibodies (apa) like lupus antibodies (la) may falsely prolong coagulation times, i.e. They may cause false-high inr values and false-low quick values. Where apa are known to be present, a result should be obtained using an apa insensitive laboratory method. Per product labeling: coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Event description:
We received an allegation of questionable inr results for 2 patients tested with coaguchek xs pro meter serial number (B)(4) compared to an unknown laboratory method. Patient 2: on (B)(6) 2022 the patient had an initial meter result of 5.6 inr at 11:37 a.m. While the lab result was 3.4 inr at 1:19 p.m. The patient's warfarin dose was hold for 1 day based on the lab result. On (B)(6) 2022 the patient had an initial meter result of 5.4 inr at 11:20 a.m. While the lab result was 3.5 inr at 11:31 a.m. The patient's warfarin dose was hold for 1 day based on the lab result and then resumed. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks. Patient 1: on (B)(6) 2022 the patient had an initial meter result of 4.2 inr at 9:49 a.m. While the lab result was 3.2 inr at 11:58 a.m. The patient's warfarin dose was hold for 1 day based on the lab result. On (B)(6) 2022 the patient had an initial meter result of 5.5 inr at 9:24 a.m. While the lab result was 3.7 inr at 9:55 a.m. The patient's warfarin dose was reduced by 2.5 mg for 1 day and then to retest in a week. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.